Manufacturer narrative:
Metformin, a multivitamin, dexilant, carafate, and fluoxetine. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected in the lips with 0.2 ml of unspecified juvéderm®. The patient was concomitantly injected with restylane® lyft around the cheeks. The patient was concomitantly taking lisinopril, magnesium oxide, metformin, a multivitamin, dexilant, carafate, and fluoxetine. 2 hours and a half later, the lips were swollen to 3 times their size. 3 hours and a half later, the lips were ¿really big¿. The patient ¿could not swallow¿, the ¿throat hurt¿, and the ¿tongue and lips were swollen and red¿. ¿the swelling extended from the bottom jaw area to the neck.¿ the patient went to an emergency room that diagnosed angioedema and treated the patient with IV benadryl®, solumedrol®, pepcid®, epinephrine, and IV fluid 1 liter. The patient was also prescribed prednisone, pepcid®, and an epipen®. The patient notified the injector who diagnosed an allergic reaction. The symptoms have resolved 80%.